Manufacturer narrative:
The reported issue was confirmed. At this time, the root cause of the reported event could not be determined. Biomed thinking they may need replacement valved for the fluid delivery line (fdl). The lot number for this investigation is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated they were performing preventive maintenance on arctic sun device sn# (B)(6). When checking the pressures on the fluid delivery line (fdl), they were low. Biomed thinking they may need replacement valved for the fluid delivery line (fdl).

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated they were performing preventive maintenance on arctic sun device sn #(B)(6). When checking the pressures on the fluid delivery line (fdl), they were low. Biomed thinking they may need replacement valved for the fluid delivery line (fdl).

Event description:
It was reported that the biomed stated they were performing preventive maintenance on arctic sun device sn# (B)(6). When checking the pressures on the fluid delivery line (fdl), they were low. Biomed thinking they may need replacement valved for the fluid delivery line (fdl). Per follow up information received via phone on 01apr2025, it was reported that the fluid delivery line did not need to be replaced.

Manufacturer narrative:
The device was not returned. The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined. Biomed thinking they may need replacement valved for the fluid delivery line (fdl). Per additional information received, it was reported that the fluid delivery line did not need to be replaced. No further information was provided. The reported event is unconfirmed, labeling/packaging review is not required. The reported event is unconfirmed, DHR review is not required UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.